Event description:
It has been reported to co that during the procedure, the shaft of this device split. Reportedly, the device split 2.5 inches from the distal tip. There is no report of pt injury. The device is being returned for co's analysis.